Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided, with high ketones. The ketone levels were identified by their health care provider as life threatening. Elevated blood glucose levels were addressed by manual insulin injections. Reportedly, the customer is not removing the cartridge air. Tandem clinical support informed customer that not removing the cartridge air, is off label per the user guide. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.